Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review is in progress. No evaluation has been done because the device has not yet been returned to our evaluation lab. The operative report was received but is not in english and has not been translated.

Manufacturer narrative:
Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Evaluation summary attached: customer report of stenosis was confirmed. Moderate to heavy calcification was detected in the cusp area of leaflet 1, minimal to moderate calcification was detected in the cusp area of leaflet 2 and heavy calcification was detected in the cusp area of leaflet 3. Moderate calcification was detected in the free margin of leaflet 3. Calcification restricted mobility in the leaflets and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 2mm for leaflet 1, 3mm for leaflet 2 and 4mm for leaflet 3. Host tissue is minimal to moderate at the stent outflow and moderate at the stent inflow. The x-ray demonstrates calcification. Method: x-ray. Conclusion: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Corrected data: incorrectly stated, has been revised to the correct event date which is (B)(6) 2012.

Event description:
Reportedly, the device was explanted after a duration of approximately 2 years 6 months (30.10 months) due to structural valve deterioration. Per the customer report, structural valve deterioration approx 2 years after implant requiring redo surgery. Tte: peak gradient 84 mmhg, trivial aortic insufficiency. Symptoms: regurgitation, sob and stenosis; aortic, mitral and tricuspid insufficiency.